Manufacturer narrative:
Retain testing was performed on the impacted lot and all results were within acceptance criteria. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer reported an unusually high number of positives this past week. They also had one patient who tested positive, but went to the ER and tested negative. Information reported by user is being reported as required by 21 cfr 803.